Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was not confirmed. The device was not returned for evaluation; no pictures were provided. Per the event description, it was concluded that the device was damaged. The most likely cause of the reported failure is an internal failure of the assembly process. However, without the return of the device, the complaint allegation cannot be confirmed.

Event description:
On 5/19/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak tigerlink suture was pre-punctured through itself. The surgeon was able to unthread it and continue with the repair. This was discovered after implanting the anchor during a labrum repair procedure on (B)(6) 2023.